Manufacturer narrative:
One sample was received for quality evaluation. Visual evaluation was conducted and it was noted that the sample tubing was separated from an inlet port to a y-site smartsite connector. The customer complaint of separation - no leak was verified. The investigation was forwarded to manufacturing for root cause evaluation. After the investigation, the potential root cause for the separation between the tubing and nac-y (arm) could be related to an incorrect solvent application by the assembler or issues with the solvent dispenser. The reported product line production will be moved to a different manufacturing location and therefore corrective actions to the assembly process that produced this product will not be conducted. We will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary for the next scheduled production at the new manufacturing site. A device history record review for model mx9433 lot number 24089254 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard administration set with needleless y-site was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that tubing came apart into two pieces at the lowest port when they tried to pull the clamp.